Event description:
It was reported that patient had a left total knee done on an unknown date and was revised. All implants were removed and sent to hospital pathology. Patient had a cement allergy which caused the revision and removal of the stryker knee. Surgeon revised and implanted a zimmer knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.